Event description:
Pt had been wearing the synergeyes "as" lens since (B)(6) 2013 without any issues. On (B)(6) 2013 the pt presented staining of the cornea to the od. Synergeyes was notified on (B)(6) 2013 of the injury. On (B)(6) 2013, synergeyes contacted the ods office to obtain further information. The ods contact person "(B)(6)," stated that the pt has a history of kerato sicca, severe irregular cornea, dry eyes, and other pathology, but no history of any autoimmune syndromes such as sjogren's, rheumatoid arthritis, etc. At the time of the visit, the pt was instructed by the od to discontinue the use of the lens. The od prescribed a steroid/antibiotic drop; no further treatment was required to prevent permanent impairment or damage to the pt. Upon inspection of the lens the od noted that the lens was torn. It is not clear how the lens was damaged, but was pre-than-likely the result of pt use and handling.

Manufacturer narrative:
The lens was torn and could not be evaluated for power or base curve. The pt wore the lens for approx 49 days when the event occurred. It is not clear why the tear occurred 49 days post manufacturing, but is more-than-likely due to pt handling and use of the contact lens.